Event description:
It was reported while transporting a patient on the stretcher in the ambulance, the stretcher became unlocked from the ambulance fastener and the stretcher rolled to the back of the ambulance. The patient's foot impacted the back door of the ambulance. The stretcher was secured back into the fastener and the transport was completed. The patient refused medical evaluation/treatment at the time of incident. Afterward, the end user was advised that the patient did allege pain in his foot and he did seek medical evaluation at the emergency room. On (B)(6) 2026, additional information was provided advising that the patient's condition was determined to be bruising of the foot and that there were no broken bones.